Manufacturer narrative:
A4: patient weight was requested, but not provided. Manufacturer's investigation conclusion: the reported event of the display screen not working was confirmed; however, the reported event of the battery gauge button not working was not confirmed. The system controller (serial #: (B)(6)) was returned for analysis and underwent preliminary and functional testing. It was determined that the display button was able to be pressed and display pump speed, but no other parameters were able to be viewed. The display navigation issue was further investigated, and the issue was isolated to the main printed circuit board (pcb), resistor r83 which is the mod_sw on the user interface panel. The resistance was fluctuating between 200 ¿ 300ko. The resistor appeared to not be properly soldered onto the pcb. Resoldering the resistor resolved the issue. The system controller was run for extended operation and was able to operate for an extended operation as intended. A manufacturing analysis task was opened to further investigate the soldering issue. It was determined that this was the first occurrence of missing solder on resistor r83 causing issues with scrolling through the system controller display. The system controller passed visual inspection and functional testing. The supplier was notified of the potential issue via ecar 198234. No further action for abbott manufacturing is recommended at this time. The root cause for the reported display issue was conclusively determined to be due to a soldering issue with resistor r83; however, the root cause of the battery gauge button not working was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. Heartmate ii instructions for use section 2 entitled ¿system operations¿ details how to properly install the backup battery into the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to addresses how to properly interpret and troubleshoot all system alarms. Alarms are redundant, being visually displayed and audibly sounded on the system controller. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-05709.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller's display screen was not working. The pump running symbol was on and the power module was displaying pump parameters. The controller's clock was set and the pump speed was able to be displayed, but the user was not able to scroll through pump parameters or push the battery gauge button. The controller was exchanged with the patient's back up controller.